Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus misalignment issue, the printed circuit board (pcb) connection to the overlay was reseated. Analysis also noted that the programmer failed an audio loopback test, the microphone was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not calibrate. The programmer was returned for service. There was no patient involvement.